Manufacturer narrative:
The device was returned to the manufacture and it was found that there was debris in the large collet. This would cause the large pin to be unable to be inserted into the collet. A replacement device was sent to the customer.

Event description:
It was reported that there was debris on the large collet. This was found when the device was returned to the MFR for not holding the wire. There was no pt involvement or adverse consequences related to this event.